Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in field d4, primary prod-UDI no. And h3. Additional information can be found in the following sections: g4, g7, h2, h6 and h10. Refer to d4, unique device identifier (UDI) which was obtained for the product: (B)(4). For field h3, the device return to MFR for evaluation, should have been set to "yes".

Manufacturer narrative:
A system log review was performed and the error 32029 was confirmed, which points to a motor (amplifier) fault on the icb. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the instrument control box (icb) due to repeated 32035 errors. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument control box (icb) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue as the icb faulted with the error 32039 upon startup when it was installed into in-house test system. The non-recoverable error indicates that the icb detected motor amplifier fault. This complaint is a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported during a da vinci-assisted sigmoid colectomy procedure the surgeon encountered repeated non-recoverable 32039 faults on the system. The site noticed that the instrument control box (icb) had a red led prior to plugging in the vessel sealer (vs) instrument. When the vs instrument was plugged into the icb, the error 32039 was displayed. Technical support had the surgical staff perform troubleshooting steps: hard power cycle the vision side cart (vsc) and icb, verify all connections, and power up the system. The system faulted again upon power up and technical support advised the user to power cycle the icb and the system again. When the system powered up, it faulted with error 32039 again, and the surgeon opted to covert the procedure to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the isi representative that was present for the case and confirmed that the patient tolerated the laparoscopic surgery and there was no reported patient injury or harm.